Event description:
Caller reported experiencing a cartridge alarm 20 with their pump, but there was no adverse impact to the customer's blood glucose level. The customer did not have a backup therapy available, so they planned to contact their healthcare provider. Technical support arranged to send the customer a replacement pump with updated software, provided instructions on how to put the current pump into storage mode, and advised on return procedures for the malfunctioning pump. Customer understood the instructions and acknowledged the planned actions.